Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use. The device inspection revealed the following: the returned lag screw was confirmed to be severely damage / deformed (both connection pins are splayed open). This clearly indicates that either the lag screw had not been properly assembled with the lag screw adapter (got loose) or just inadequate use has resulted in these deformations. Note: the lag screw should be centered in the head on both anterior-posterior and lateral views, within 10 millimeters of subchondral bone. Application of the template to an x-ray of the uninvolved hip may help simulate reduction of the fractured hip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the lag screw sheared off in the insertion device. No adverse consequence or surgical delay was reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the lag screw sheared off in the insertion device. No adverse consequence or surgical delay was reported.